Event description:
It was reported that examination/palpation revealed that the patient's implantable neurostimulator (ins) had migrated within the pocket. The device was therefore surgically repositioned to the right abdomen on (B)(6) 2012. There were no signs and symptoms. The issue was noted to be of mild severity and it resolved without sequela.

Manufacturer narrative:
Product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension. (B)(4).